Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a history of right branch bundle block (rbbb), left bundle branch block (lbbb) or1st/2nd degree atrioventricular (av) block. During the procedure, the valve was able to be implanted at a depth of 4mm on the non-coronary cusp (ncc). The patient was developed with a heart block, and a temporary pacemaker was placed to stabilize the rhythm, then received a permanent pacemaker to resolve this event. The patient was hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The implanter believes that the patient experienced adverse health consequences due to the non-abbott guidewire that was involved in the procedure. The patient was in a stable condition and subsequently discharged.

Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported heart block could not be conclusively determined. An unexpected medical and surgical intervention were a result of case-specific circumstances, as temporary pacemaker was used and subsequently a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.